Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported during a replacement procedure that the patient's right ventricular (rv) lead may have sustained damage to the insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.